Event description:
On 02/11/1999, following a diagnostic procedure an angio-seal device was palced in a patient's right groin. The physician reportedly had difficulty placing angio-seal device due to a "tight groin". The physician then forced the device through the sheath, the bends were too long, another device was utilized and the bands caught; however the physician could not remove the sheath. A surgical consult was called and the patient went to surgery for removal of the sheath. Surgery found the sheath kinked in the artery and the deliver system stuck in the anterior wall of the femoral artery, along with dense scar tissue. The patient was discharged without further sequelae. As of 04/14/1999, there has been no further report to the manufacturer of complication or additional patient sequelae.